Event description:
One nasal prong was occluded and not allowing o2 thru to the pt. Pt was on cannula for a couple of weeks according to home health, before the spouse noticed that there was a problem with the cannula. Pt went back into hospital and was in the hospital for a week to 10 days and then came back out onto equipment that had been changed out (tubing and machine). Pt passed away several days later. Cannula was returned to allied. Company checked the rest of the case and was told it was just the one unit. No return authorization was done.